Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, to treat stress urinary incontinence and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2006 and obtryx and xenfrom were implanted. Additionally, on (B)(6) 2007, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, dyspareunia, neuromuscular problems and vaginal scarring following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh excision, csytoscopy and urethral calibration on (B)(6) 2012. The patient also underwent excision of mesh, urethrolysis, cystoscopy, hydodistention and bladder instillation on (B)(6) 2012 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.